Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as fold flaw opening. As per the investigation procedures non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.1, d.3, d.4, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.